Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a clinical study regarding a patient who was receiving an unknown drug via an implantable pump for an unknown indication for use. The patient reported that after an MRI on (B)(6) 2019, the pump was not restarted. The device diagnosis was pump motor stall. However, both the parents and physiotherapists had not noticed any changes in spasticity in the recent weeks. The pump was checked/interrogated on (B)(6) 2019, and no issues were found. The event was considered resolved without sequelae as of (B)(6) 2019. No action was taken. The event was considered related to the device or therapy, and not related to the implant procedure. There were no reported symptoms. Further complications were not reported. Information regarding length of motor stall due to MRI could not be determined.